Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient began empirical treatment with intraperitoneal (ip) injection gentamicin (20mg once day) and injection ip vancomycin (2 gram, every fifth day) therapy for 14 days. Dianeal therapies were ongoing. The patient was recovered from this peritonitis event. No additional information is available.